Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 06/01/2025, it was reported that the patient experienced inaccurate cgm values. Before going to sleep the patient felt well and the cgm readings were not high or low. During the night the patient was awakened suddenly by the receiver alerting for a high reading. When the patient checked the cgm reading it was around 420 mg/dl. The patient thought this was strange as she knew the cgm device could not read over 400 mg/dl. The patient experienced feeling dizzy, hot and started sweating. The patient took a fingerstick and the blood glucose reading was high. The reading limitation of the blood glucose meter was not reported. The patient self-treated with 15 units of insulin, and when she tried to stand up and get something to drink she suddenly lost consciousness. The emergencies were called by her boyfriend and when the paramedics arrived the patient regained consciousness. However, when the patient was put in the ambulance, she lost consciousness again. The patient regained consciousness in the ICU and does not remember what treatment was given up to that moment and what fingerstick readings were showing. The patient would have had diabetic ketoacidosis, and chest pain and was nauseous. At the hospital the patient was treated with insulin and intravenous fluids. The patient was discharged 3 days after the event date. At that time the patient was still a bit weak, but the blood glucose readings were stable, and at the time of discharge they were 230 mg/dl. The patient took a fingerstick when she got home, and the blood glucose reading was around 360 mg/dl. The patient self-treated with insulin. At the time of the report the patient was stable but still recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient awakened suddenly in the night, the reported glucose values fall within the b zone of the parkes error grid. At the time of discharge, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.